Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital with an atrial lead that was experiencing under-sensing and ultimately a failure to sense. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.